Event description:
An ivtm therapy was initiated using the solex 7 (lot #169099) catheter. After 12 hours of ivtm therapy and during the induction, the patient was not achieving the target temperature. The nurse noted that the roller pump in the thermogard xp ivtm system was spinning; however, the flow indicator (red pinwheel) of the start-up kit (suk) was not spinning. As a troubleshooting step, the nurse disconnected the suk from the catheter and noted that the flow indicator was turning with no issues when connecting the suk as a closed loop. The nurse checked the solex 7 catheter per the IFU and could not flush the catheter with the saline. No saline leak, a visible kink on the solex 7 catheter, or an alarm from thermogard system was noted. The ivtm therapy was continued using surface technology. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the patient was not achieving the target temperature using the solex 7 (lot #169099) catheter," was confirmed during visual and functional testing of the returned catheter. A kink on the shaft was observed at the proximal end of the serpentine balloon (7cm away from the catheter tip), which disrupted the saline flow. The exact timing and cause of kinking of the catheter cannot be determined, but user handling or insertion of the catheter could not be ruled out. Visual inspection of the returned catheter was performed and found a kink on the catheter shaft proximal end of the serpentine balloon (7cm away from the catheter tip). No other physical damage was observed. A functional flushing test was performed, and all infusion ports and extension tubes were flushed without resistance, except the in/out luer tubings. There was resistance while flushing the in/out lumen due to the kink on the serpentine balloon shaft, thus, confirming the reported complaint. A pressure leak test was performed. The catheter was connected to a pressurized inflation device, and the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was found on the catheter during testing. An additional guidewire test was performed. A known-good zoll guidewire was slowly inserted through the central lumen of the catheter; the guidewire got stuck at 7 cm from the tip due to the kinked shaft. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for solex 7 catheter with lot #169099.